Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported by the patient¿s husband noted the patient¿s ins would not let him adjust the settings up, only down. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient had a return of symptoms so they went to increase stimulation and saw a 'screen 59' / 'settings not available' screen. Reducing intensity to zero and then increasing did not resolve the issue, as the message re-appeared at 1.2 when they were originally at 5.5. The same issue occurred with the other groups. It was noted that when this issue occurs the patient has 'spells' where they pass out, start breathing real slow and loose consciousness. It was also noted that this occurred once after implant and the stim was too strong for them and they fell over. The patient was redirected to their hcp to have the device checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the settings not available screen. Patient stated they tried taking battery pack out and re-inserting but this didn¿t resolve the issue.